Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. It was reported that the equipment on the endoscope was correctly used. The rubber bands was then attempted to be released; however, the bands did not come off of the device and had overlapped each other. Reportedly, the deployment device was changed. No patient complications have been reported as a result of this event. Additional information received on may 03, 2021. It was reported that two speedband superview super 7 devices were used in the esophagus during this esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. It was reported that there were no difficulties with setting up the devices. Additionally, the ligator shrink wrap was not removed at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: b3 (date of event), b5 (describe event or problem), h6 (patient codes, impact codes, device codes), h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed in march 2021. The exact date of the procedure was not provided. It was reported that the equipment on the endoscope was correctly used. The rubber bands was then attempted to be released; however, the bands did not come off of the device and had overlapped each other. Reportedly, the deployment device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on may 03, 2021. It was reported that two speedband superview super 7 devices were used in the esophagus during this esophagogastroduodenoscopy (egd) procedure performed on march 17, 2021. It was reported that there were no difficulties with setting up the devices. Additionally, the ligator shrink wrap was not removed at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. It was reported that the equipment on the endoscope was correctly used. The rubber bands was then attempted to be released; however, the bands did not come off of the device and had overlapped each other. Reportedly, the deployment device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.